Event description:
It was reported that the patient reused an unspecified single use product during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for the peritonitis. The patient was treated with unknown antibiotics and recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error described as reusing a single use product. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.